Event description:
It was initially reported that the patient experienced a loss of therapeutic effect that began "the first of the week". It was stated that the patient had been "having a time getting up and down". It was stated that the patient saw the green light on for the programmer battery, but no other lights. The reporter tried to check the status of the implantable neurostimulator (ins), and tried turning the ins off or on, and tried a "soft reset", but there was no change in the light status. The reporter "made sure that the volume was on". The patient had an appointment scheduled with their doctor "at the end of (B)(6)". The last appointment was on (B)(6) 2013. Additional information received one day later reported that the patient "did not feel right". The patient's battery was checked and the only light that came on was for the programmer battery. There was "no top light". The "top light" did not turn on. It was stated that the patient was "shaky all over and did not feel good". It was stated that the patient would "just sleeping most of the time and he was not stead on his feet". They were unable to get to the neurologist until (B)(6) 2013. It was stated that the patient had "kind of felt like this all week". It was stated that the reporter took the 9v battery out of the programmer and moved the volume all the way up. They placed the battery back in, but it did not fit well so they got a new 9v battery. When the new battery was put in, they heard a beep. They tried to check the ins with the programmer again, but they were only seeing the light for the programmer battery. They were next to a cell phone, so they tried again, but they were still only able to see the programmer battery light. It wa s stated that the programmer was unable to communicate with the ins and the patient had a return of symptoms. It was noted that the patient had been doing physical therapy (pt). Two days later, it was reported that the patient was still unable to communicate between the programmer and the ins. It was noted that the patient was feeling "shaky and miserable". Later that day, it was reported that the patient had a loss of therapeutic effect. It was stated that the patient had lost therapy for 6 days and had a "full return of symptoms". The patient was asleep "all the time and not feeling good". The patient had tried to get stimulation on, but they were unable to get stimulation on and only one light was showing the patient programmer. The patient had an appointment the following day with a doctor. The patient was frustrated that they had not gotten any help. About one week later, the health care provider (hcp) reported that the cause of the event was because the battery needed to be replaced. They were unable to measure the impedances. It was stated that the battery was depleted. It was stated that patient had their ins replaced about two years ago. The ins was planned to be replaced. An x-ray was taken. On (B)(6) 2013 the patient was referred to a neurosurgeon for replacement. It was stated that the patient's parkinson's symptoms were "suddenly worse". The patient was not hospitalized and there was no injury. Additional information received 10 days later reported the patient¿s battery just went out and they did not feel it was long enough for having the implant from (B)(6) 2011 to (B)(6) 2013.

Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), product type: lead.

Event description:
Additional information received reported that there was no known event. It was noted that the batteries expired and were replaced.

Manufacturer narrative:
(B)(4).